Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. The insulin pump received with stripped battery cap coin slot. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump malfunctioned. The caller reported the insulin pump alarmed motor error during the rewind process. It was also reported the customer was unable to fill the cannula. The customer's blood glucose was unknown. Troubleshooting for the insulin pump was declined. The insulin pump will be returned for analysis.